Event description:
A malfunction was reported on the pump by the caller, specifically citing malfunction code 3, and it was confirmed that no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. In response, tandem technical support arranged for a replacement pump to be sent. The customer reverted to an alternate method of insulin therapy.